Manufacturer narrative:
(B)(4). The sample is not available for evaluation; therefore, the condition could not be confirmed or duplicated and the assignable root cause could not be determined. If additional relevant information or samples become available, a follow-up report will be submitted.

Event description:
A nurse of the facility reported to baxter (B)(4) of a v-34 plastik klempli basic solution sets in which the pvc tube and symmetrical adaptor separated from the flash tube. This condition was observed during infusion. A patient was involved, but there is no report of patient/user injury or medical intervention was needed in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation. This is a product not distributed in the us and does not have a 510k number. A batch review cannot be performed since there was no lot number provided. If additional information or samples become available, a follow-up report will be submitted.